Event description:
Through journal article "primary breast implant-associated squamous cell carcinoma: a proposal for a better surgical approach and clinical staging system based on tumour characteristics", healthcare professional presented a case report for a patient experiencing "lumps, hyperemia, and pain in the left breast". Ultrasound evaluation revealed "a hypoechoic expansive lesion occupying the entire breast body". Patient underwent "left mastectomy with resection of the pectoral muscles (posterior capsulectomy)" and "excision of enlarged axillary lymph nodes". Device has been explanted. Anatomopathological results revealed "moderately differentiated invasive squamous cell carcinoma associated with the breast implant". Patient was treated with radiotherapy and chemotherapy. Patient died after complications from metastatic squamous cell carcinoma, which has been determined to be not device-related by abbvie medical safety. Manufacturer of the device is unknown.

Manufacturer narrative:
Article citation: de oliveira-junior, I., gonzaga, m. I., amirati, c. C., vilela, n. M., wohnrath, d. R., & da costa vieira, r. A. (2025). Primary breast implant-associated squamous cell carcinoma: a proposal for a better surgical approach and clinical staging system based on tumour characteristics. Annals of surgical oncology. Clarification to h10 related report numbers: mrn 9617229-2025-15084 was submitted regarding the same article/patient as this record and reported events for the patient's previous left breast implant (implanted in 2005, explanted in 2023). The events in this record occurred after the patient replaced their previous device. Clarification to d6a implant date: partial date 2023. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "enlarged axillary lymph nodes".